Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient's wife stated her husband's right atrial (ra) and right ventricular (rv) leads were laser extracted 13 years earlier for an alleged unspecified performance issue. The field representative was unable to obtain any further information.